Event description:
The customer reported that during a pelvic exenteration, the knife blade did not retract and was contained within the jaws. The device was removed with no tissue damage or pt injury . Another instrument was utilized to continue the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.